Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via call that reservoir had air bubbles. Customer¿s blood glucose level was 197 mg/dl at the time of incident. The reservoir will not be returned for analysis.

Manufacturer narrative:
Evaluated one open/used reservoir. Performed pre-fill reservoir test. Found no air bubbles anomaly during analysis. Checked o-rings/stopper groove for defects and none were found. Conclusion: no air bubbles when plunger was disconnected from reservoir, performed manual test and found plunger easy to release from stopper-plunger. (B)(4).